Manufacturer narrative:
Evaluation: cartridge lot number search; injector lot number search. Results: a cartridge lot number search was performed and five similar complaints were found. An injector lot number search was performed and no similar complaints found. Conclusion: based on the complaint history and the cartridge and injector lot number searches, a possible root cause of the iol damage was due to the cartridge.

Event description:
The reporter stated the surgeon inserted an eyeonics lens and the lens was torn. The lens was removed with no patient injury and another same type lens was implanted. The reporter stated it was the surgeon's opinion, that the likely cause of the iol damage was due to the cartridge.